Manufacturer narrative:
Date sent: 3/5/2009. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that approximately six weeks ago, the laparoscopic adjustable band was removed due to pt intolerance. During removal, the strain relief became disconnected and fell into the pt. It was not retrieved. In a conversation between the company medical director and surgeon. The material composition of the strain relief is similar to that of the band. It is safe for implantation. The surgeon's decision to not take any action to remove the strain relief at this time.